Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented in clinic for routine follow-up. An impedance variation and noise were noted on the rv lead. No intervention has been done as the lead remains implanted and will be monitored. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: the previously reported serial number is incorrect. The correct serial number of the rv lead is (B)(4).